Manufacturer narrative:
The lot number, serial number, and version number were inadvertently provided as ¿na¿. Suspect device manufacture date, corrected data: the manufacture date of the device was inadvertently provided as "ni".

Event description:
It was reported by a physician that she had lost her flashcard and the handheld would not boot-up. The physician reported that the handheld continued to fail. Additional relevant information has not been received to-date. The handheld has not been received to-date.

Event description:
Follow-up from the company representative who visited the site revealed there were no issues with the programmer. The software was still installed. The physician had allowed the programming computer's battery to completely deplete, and was having difficulty navigating the recalibration screens which occur normally after restart of the programmer. The programming computer worked successfully for the company representative on his demo generator.